Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the lead was surgically abandoned due to being fractured and an interrogation report was submitted. According to the additional information, the report indicated a possible case of oversensing, although the last daily measurement appeared normal. There was no evidence of lead fracture was found in the interrogation report. Further evaluation could be possible if ventricular tachycardia (vt) episodes documenting noise or an x-ray were available for review.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the lead was surgically abandoned due to being fractured and an interrogation report was submitted.